Manufacturer narrative:
(B)(4). No complaint was received with the return of the device; failure even observed during analysis. Internal insulation abrasion was noted at 54.4-54.6 cm from the connector pin. The etfe coating was intact at this location. (B)(4).

Event description:
This report is to advise of an event observed during analysis.